Manufacturer narrative:
For regularization - retrospective review / FDA request event occured in (B)(6). In the absence of recovery of the dm, the origin of the breakage is not clearly identifiable. 3 hypotheses following analysis of the transmitted photos: positioning of the plate with a certain angulation and a friction of the suture on a zone little radiated or with presence of edges. Position of tensioning of the system. Clamping symmetrically or otherwise (splice in the bridge = risk of premature failure). The product is being reworked to improve manufacturing reproducibility and reliability.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. Acl repair : pullup breakage (white sutures broke).